Event description:
On (B)(6) 2013 the reporter contacted lifescan (lfs) in the USA alleging the meter was displaying an inaccurate result with control solution. The reporter did not provide the obtained result. There was no indication that the lfs product caused or contributed to a adverse event. This complaint is being reported because the alleged issue was not resolved with troubleshooting done by the customer care advocate (cca).